Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implanted system suffered a cardiac arrest and collapsed. Cardiopulmonary resuscitation (CPR) was performed on site and the patient subsequently taken to the hospital for an evaluation. During system interrogation, normal thresholds and impedances, to including a normal shock impedance range, were exhibited. Additionally, programmed parameters of the vt-1, vt and vf zones, were evaluated. The two arrhythmic episodes contributed to this outcome were reviewed in detail. During the first episode, the tachy arrhythmia fell into the programmed vt-1 zone and delivered atp as programmed. Ventricular undersensing occurred and pacing initiated. Then, ventricular sensing recurred, however slowed out of the vt-1 zone. During the subsequent episode, the tachy arrhythmia fell into the vt zone and atp delivered as programmed. Again, subsequent undersensing occurred and pacing initiated. Re-detection occurred in the vt-1 zone and additional atp delivered. Ultimately, a 41 joule shock was delivered, converting the rhythm. Programming was subsequently discussed with the electrophysiologist, at which time, it was recommended right ventricular sensing be increased as well as lowering the programming of the vt zone from 180 to 165 bpm and testing defibrillation thresholds. No further information communicated on the patients condition and information to date, indicates no reprogramming has been performed.

Event description:
Investigative efforts have shown the patient remains hospitalized with multi-system organ failure. The patients' family has requested that all tachy supportive therapy be deactived; while maintaining pacing support. In the event of a cardiac arrest, the patient has a 'do not resuscitate' order with the hospital.